Event description:
It was reported that the cc4204bf collamer plate lens felt floppy and too thin so the customer did not use it. No pt contact.

Manufacturer narrative:
Eval: results: visual inspection of the returned product showed that there was evidence of a clear surgical residue, however, there was no visible damage to the lens. A work order search was performed and there were no similar complaints found.